Event description:
On (B)(6) 1996 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2020 computed tomography (CT) scan revealed that the perforation occurred. The filter tip is at the level of the right renal vein. The left posterolateral struts are seen 7mm away from the ivc wall and penetrating in the inferior endplate of the l3 vertebra. No further patient complications were reported.